Event description:
It was reported that after scs lead trial procedure, patient experienced hematoma. As a result, surgical intervention, was undertaken wherein the leads were explanted to address the issue. It is unknown which lead caused hematoma.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.